Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat spinal instability. Sometime post-op, it was found on x-ray that two screws were found to be broken. The patient reported having pain at the surgical site and fusion has not occurred. The patient has decided not to have a revision surgery at this time. No additional complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.